Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion. Guide cath: hyperion. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the nc trek coronary dilatation catheter instruction for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left circumflex artery with moderate tortuosity and heavy calcification that was 90% stenosed. Resistance was not felt during the advancement of the 2.5 x 8 mm nc trek rx balloon dilatation catheter. The balloon ruptured during the first inflation at 8 atmospheres held for 1 second during pre-dilatation. It was stated that air aspiration of the device was performed inside the patient's anatomy. A non-abbott balloon dilatation catheter was used to dilate the lesion. The procedure was successfully completed after a xience alpine stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.